Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the issue. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure when navigating a straight probe /suction the cad rendering for this looked fine but when a new instrument enters the field the navigation screen holds onto the straight instrument rendering. This is an issue as the instruments are of different specifications and different sized. There was no patient present at the time of the issue.